Event description:
The olympus employee present during the procedure reported that the probe proportion of the handpiece broke off inside the patient during a therapeutic hysterectomy procedure. The doctor was able to retrieve the broken piece. The procedure was completed with a similar device. There was no delay in completing the procedure. There was no harm reported to the patient.